Event description:
It was reported thru an email as thank you for texting me and informing me about the pinnacle liner disassociation you saw with your patient 4 years post-op. No further information available.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.